Manufacturer narrative:
Dad reported to permobil the following: client was in his moms yard, going down a hill, (after it had rained for 5 days),the ground was saturated. The grass was high, so client did not see a hole in the ground and drove the chair in to the hole which stopped the chair and reportedly caused the chair to pitch forward and up on the anti tip wheels but with the ground, so saturated the front caster dug into the ground but did not stop the chair rolling over. The front foot plate hit the ground and flipped up breaking clients lower leg and the fall broke his arm also. Clients dad said that he has suffered from multiple broken bones in the past from accidents. This is clearly end user error.

Event description:
Manufacturer received a report that wheelchair user fell forward and suffered a broken arm. Manufacturer is seeking additional information on the cause of the event.